Manufacturer narrative:
The device is being returned for an evaluation. If any new information is discovered, a follow-up MDR will be submitted.

Event description:
This report was originally submitted on 09/06/2019, and is being resubmitted on 05/04/2020 as the original report failed to go through. Dc charger is very hot at the end, burn her arm bought a new dc charger and it did the same thing again and cigarette lighter is smoking. Car almost caught on fire keep replacing fuse and they keep blowing up. I think there is something wrong with the unit. Customer service - advise her that she needs to call her provider. Tech service - spoke with provider and she says the freestyle comfort works fine in her home. She says provider has given her 2 dc power supply cords and still the same results dc cord is hot. The provider explained the end user called about the dc cord still hot after second dc cord was shipped to them. End user was using the fs comfort while talking on the phone with me and says no errors on display. End user states the fs comfort is working until in her vehicle.

Event description:
This report was originally submitted on 12/05/2019, and is being resubmitted on 05/04/2020 as the original report failed to go through. Dc charger is very hot at the end, burn her arm bought a new dc charger and it did the same thing again and cigarette lighter is smoking. Car almost caught on fire keep replacing fuse and they keep blowing up. I think there is something wrong with the unit. Customer service - advise her that she needs to call her provider. Tech service - spoke with provider and she says the freestyle comfort works fine in her home. She says provider has given her 2 dc power supply cords and still the same results dc cord is hot. The provider explained the end user called about the dc cord still hot after second dc cord was shipped to them. End user was using the fs comfort while talking on the phone with me and says no errors on display. End user states the fs comfort is working until in her vehicle.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit was not returned for an evaluation. It was determined to be lost by (B)(4).